Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 132 mg/dl. The customer reported that the air bubbles is in the reservoir and went to change it out, she received a motor position encoder error alarm. The customer was unable to troubles because she hung up the phone.